Manufacturer narrative:
Device available for evaluation updated; device codes added; device evaluated by manufacturer updated; evaluation codes added. Failure analysis for fiber (B)(4): the glass distal tip exhibits devitrification, and is fractured and burnt; the outer cladding exhibits signs of melting and mild detritus adhesion approximately 2 mm from stripping location; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears unacceptable. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported the moment the physician stepped on the pedal, the fiber created a flame. The case was cancelled after the malfunction. Patient outcome: "no injury" reported.